Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device was not repaired due to parts being unavailable. The customer will be advised that the device is non-repairable.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device failed to power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.